Event description:
During a regular statspin unit repair by the manufacturer, it was observed that the power harness was burnt.

Manufacturer narrative:
Upon a regular statspin unit repair by the manufacturer, burnt power harness was observed. There was no report of exposure to operator, any injuries, visible flames, smoke emission, or impact to patient results from the customer. Fire department was not called.